Event description:
Complainant found product on display for sale at a local mall. Product has no lot# or expiration date on the outer box, even though there is a designated space for such info. Instructions say do not use after the expiration date shown on the package. None of the same products had the info printed on the box. Packet inside the box does not have a lot# and an expiration date. Box also has statement "FDA cleared".